Manufacturer narrative:
A ge service representative performed an over the phone investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The control panel processor pcb was also evaluated and reseated by the customer. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down/self-rebooting without command of the operator. There is no report of a patient injury or death associated with this event.